Event description:
It was reported that the lead was oversensing. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed there were no sensing anomalies found. No oversensing or nst<=210 ms events were found in performance data file.